Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-04576. It was reported the patient was not receiving effective stimulation coverage from the drg system. The patient declined reprogramming. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-04576. Follow-up information revealed the patient underwent surgical intervention wherein the drg system was removed resolving the issue.